Event description:
It was reported that the "pump got infected and fell out 30 days after it was implanted". Please reference the report for a catheter malfucntion which was reported under MDR april 2007, medwatch #6000030200702822.